Manufacturer narrative:
Additional sample of cadd administration sets was returned for analysis. The sample consist of one product from p/n 21-7394-24 l/n 46x658 and two from l/n 3675228. The returned samples were received in used conditions inside a of plastic bag for each lot number, all of them without they original packaged. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. Delamination was found in both joins of the filter with the tube in all the samples received, only one sample from l/n 3675228 was received with residues in the outside of the tube connected to the filter and an external component was added to the bag. The customer's reported problem was confirmed. Investigation was open in order to identified root cause and implement proper corrective actions for this failure mode. The problem source of the reported problem is unknown.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that the cadd administration set filter was leaking as the infusion commenced. No reported adverse effects.

Manufacturer narrative:
The cadd administration set was returned for analysis and the sample was visually inspected under normal conditions of illumination. Delamination was observed in both joins of the filter with the tube in. Leak testing on the sample received was performed using hydrostat vessel and a leak was observed fleeing from the air vent of the filter in the sample. A review of the manufacturing process was conducted in order to verify that there are no situations or practices that could create the reported event. The tests are properly performed.